Event description:
It was reported on (B)(6) 2025, the physician implanted a 48mm gore® cardioform asd occluder to close 22x28mm atrial septal defect with a deficient inferior rim. The device looked in good position at the end of the case and at patient discharge. On (B)(6) 2025, the device was noted to have embolized to the tricuspid valve and was caught in one of the leaflets. The device was removed, and the asd was closed surgically. The patient was doing well after the procedure and has since been discharged.

Manufacturer narrative:
The gore® cardioform asd occluder instructions for use state in the section ¿potential device ¿ or procedure-related adverse events.¿ adverse events associated with the use of the occluder may include, but are not limited to: device embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.